Manufacturer narrative:
H3: product analysis #(B)(4): product:9560524, lotno:my21e001: as per japan & service report the requested phenomenon was confirmed during the incoming inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care professional via manufacturing representative regarding a product identified during an event. It was reported that the flex arm was cannot be secured even if the handle is tightened. No further complications were reported/anticipated due to this event. Additional information was received from the rep that the event context of this incident was servicing.